Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited right ventricular (rv) oversensing, detecting signals ahead of the true r wave. The rv sensitivity had been previously adjusted by another clinic. Technical services (ts) recommended a chest x-ray and discussed reprogramming options, noting the absence of a programmable rv blank after atrial sensing (as). Consequently, ts advised against further increasing the rv sensitivity. Additional information has been requested from the field. This rv lead remains in service. No adverse patient effects reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited right ventricular (rv) oversensing, detecting signals ahead of the true r wave. The rv sensitivity had been previously adjusted by another clinic. Technical services (ts) recommended a chest x-ray and discussed reprogramming options, noting the absence of a programmable rv blank after atrial sensing (as). Consequently, ts advised against further increasing the rv sensitivity. Additional information has been requested from the field. This rv lead remains in service. No adverse patient effects reported. Further information was received that due to the oversensing on the rv lead, inappropriate anti-tachycardia pacing (atp) was delivered. Reprogramming options were discussed by ts and further evaluation was recommended. This rv lead remains in service. No adverse patient effects reported. Additional information was received that this lead dislodged. A revision procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this product for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited right ventricular (rv) oversensing, detecting signals ahead of the true r wave. The rv sensitivity had been previously adjusted by another clinic. Technical services (ts) recommended a chest x-ray and discussed reprogramming options, noting the absence of a programmable rv blank after atrial sensing (as). Consequently, ts advised against further increasing the rv sensitivity. Additional information has been requested from the field. This rv lead remains in service. No adverse patient effects reported. Further information was received that due to the oversensing on the rv lead, inappropriate anti-tachycardia pacing (atp) was delivered. Reprogramming options were discussed by ts and further evaluation was recommended. This rv lead remains in service. No adverse patient effects reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.